Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: mrs 40 mm humeral bdy m/f taper; cat# 64871040; lot# ctd4855. The 28 mm standard femoral head; cat# 6280-0-128; lot# 43455901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a patient with a proximal humerus mrs implant has a complaint of pain in the shoulder. Surgeon plans to have a custom adapter made to convert the patient to a reverse shoulder, but revision has not been performed as of the time of report.

Manufacturer narrative:
Weight, weight units. An event regarding pain requiring conversion of a convert the hemi-arthroplasty to a full total shoulder construct involving an mrs humeral stem was reported. The event was confirmed through provided medical records. Method & results: device evaluation and results: not performed as product was not returned, it remains implanted at this time. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: a hard metal humeral head in contact with softer glenoid cartilage has caused pressure necrosis of glenoid cartilage and underlying bone with pain requiring conversion of the hemi shoulder arthroplasty to a total shoulder arthroplasty. This requires a custom adapter for the mrs humeral head device to be manufactured before the intended revision surgery can be undertaken. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the investigation concluded that the pain experienced by the patient is caused by a hard metal humeral head in contact with softer glenoid cartilage has caused pressure necrosis of glenoid cartilage and underlying bone with pain requiring conversion of the hemi shoulder arthroplasty to a total shoulder arthroplasty. The information provided indicates that the principle failure mode can be attributed to an adverse combination of normal osteoarthritis disease progress accelerated by the metal contact against the softer cartilage and thus has both procedure-related and patient-related aspects although the procedure-related aspect of metal-cartilage contact is in this case probably the principal failure driver. This requires a custom adapter for the mrs humeral head device to be manufactured before the intended revision surgery can be undertaken. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a patient with a proximal humerus mrs implant has a complaint of pain in the shoulder. Surgeon plans to have a custom adapter made to convert the patient to a reverse shoulder, but revision has not been performed as of the time of report.